Event description:
It was reported that, at the routine device check, the pacing summary of atrial pace, ventricular pace, and av synchrony were not displayed on the dashboard summary on the implantable pulse generator (ipg). This same thing had occurred six months ago, but it was determined to follow up with doctor¿s decision. The therapy advisor was non-communicable because of insufficient data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. It was noted that the device appears to be stuck in a session and has not started diagnostic data collection since (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg pacing summary of the atrial pace, ventricular pace, and av synchrony were not displayed on the dashboard after another six months of observation. The device was explanted. No patient complications have been reported as a result of this event.